Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, as the actual product had already been disposed of at the facility, we used st-sb1 (lot: 1200333) and obcu (serial no.: (B)(6)) owned by the hinode factory to confirm the reproduction. The air flow tube was kinked during balloon deflation, assuming that the air flow tube was clogged due to deflation of the balloon. As a result, the balloon remained inflated even though the obcu pressure display was negative. Additionally, we confirmed that if the temperature does not fall below -6kpa within 20 seconds, the obcu alarm will sound, and contraction will stop. Although the clear cause cannot be determined, the following causes are suspected: -the balloon deflation was hindered due to clogging of the air flow tube due to a kink in the air flow tube during balloon deflation. -the sliding tube was withdrawn without sufficient confirmation that the balloon was completely deflated. The event can be prevented by following the instructions for use (IFU) which state: "do not step onto or place objects on the air flow tube during operation. It may become impossible to inflate or deflate the balloon." ·IFU of obcu. -when the pressure inside the balloon reaches ¿6 kpa, suction stops, the deflation indicator lights up without blinking, and the balloon pressure is maintained at that point. -when the balloon pressure continues to remain over ¿6 kpa for 20 seconds or more after the balloon deflation process has started, the alarm sounds intermittently, and the balloon pressure is maintained at that level. ·IFU of sif-q180. -carefully withdraw both the endoscope and the single use splinting tube together while observing the endoscopic image and the x-ray image. - if you feel a resistance while operating the single use splinting tube after balloon deflation, check under x-ray image that the balloon has deflated to the intestinal shape. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported at the end of a diagnostic upper enteroscopy for anemia, the splinting tube had an inflation problem, abnormal pressure was observed. It provided a negative 2 and a deflated balloon but when the hose was removed, the balloon was still inflated resulting in minimal mucosal erosion. There was no delay and procedure was completed with the same device. There were no reports of serious injury.